Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (600 mg/dl). Reportedly, the pump was not the cause for elevated blood glucose levels. Troubleshooting was performed and pump passed delivery system check. Customer's blood glucose levels have stabilized and is on manual injection for insulin therapy.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.